Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during preparation, the foot was noted to be separated on a prostyle device. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported material separation could not be determined. In this case, there is not enough information to accurately determine if the foot was separated or if it was another part of the device or contamination. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
N/a.